Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: arthroscopy: the journal of arthroscopic and related surgery (2003); 19(7): e73-e75. Doi: 10.1016/s0749-8063(03)00690-x - (B)(4).

Event description:
It was reported via a journal article "title : chondral injury after arthroscopic meniscal repair using bioabsorbable mitek rapidloc meniscal fixation". Author : steven b. Cohen, m.d., mark w. Anderson, m.d., and mark d. Miller, m.d. Citation: arthroscopy: the journal of arthroscopic and related surgery (2003); 19(7): e73-e75. Doi: 10.1016/s0749-8063(03)00690-x. The authors reported a case of a failed meniscal repair and associated chondral injury with the use of mitek rapidloc. A (B)(6)-year-old male patient underwent arthroscopy for a displaced bucket handle tear of the medial meniscus. The medial meniscus tear was folded onto the anterior horn, causing a block to extension. Minimal scuffing of the medial femoral condyle was seen. An all-inside meniscal repair was performed using several absorbable panacryl mitek rapidlock implants (mitek rapidlock is commercially available with fully absorbable poly-1-lactic acid top hats with absorbable panacryl [ethicon] as the connecting suture). On the 3rd post operative month, the patient was presented with continued medial joint line tenderness and recurrent effusions. Arthro-magnetic resonance imaging scan was obtained showing a recurrent medial meniscal tear and medial femoral condyle chondrosis. Four months after the initial repair, the patient underwent arthroscopy showing recurrent medial meniscus tear and grooving of the medial femoral condyle at the location of implants. The meniscus was abraded with a rasp and shaver, and meniscal repair was performed using an inside-out vertical mattress technique and placement of fibrin clot. The postoperative course was unremarkable, and the patient made a rapid recovery with return to desired activities 4 months after surgery. This case is an example of a potential complication with the use of a biodegradable meniscal repair implant. In the interim, the authors advocate careful placement and awareness of potential harmful effects of these devices.